Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began in (B)(6) 2016. The patient reported obtaining alleged inaccurate high pre-meal blood glucose readings of ¿7.4, 7.9, 8.8, 8.4, 11.4 and 12.6 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated she manages her diabetes with self-adjusted insulin (type unknown). The patient denied making any changes to her usual diabetes management regimen in response to the alleged. The patient reported that an unknown time after the alleged issue started she developed symptoms of feeling ¿tired and sweaty¿. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that had been incorrectly stored. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.